Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. The difficulty removing was not confirmed as it was based on case circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified unknown artery. A 6 x 80 mm fox sv balloon catheter was advanced to the lesion and inflated; however, the balloon ruptured at an unknown pressure. There was resistance removing the catheter through the non-abbott sheath and the distal shaft and balloon had separated. The patient was taken to surgery and a cutdown was performed to remove the separated portion of the catheter. There was a clinically significant delay in the procedure. The patient is fine after the procedure. No additional information was provided.